Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a chronic total occlusion (cto) in the distal right coronary artery (rca). When an asahi caravel microcatheter was used via retrograde approach, it got trapped in the vessel. Attempts to release the trapped microcatheter by pushing an unspecified balloon and pulling the microcatheter were unsuccessful. Eventually, the catheter tip was torn off and remained in the vessel. The procedure was resumed with a terumo finecross microcatheter. Attempts were made to push the tip fragment by advancing an unspecified stent and a boston scientific guidezilla guide extension catheter, but the tip fragment did not move and could not be removed. Given the risk of perforation, the physician decided to terminate the procedure and leave the fragment in situ. It was reported that the intended revascularization was unsuccessful and the procedure will be rescheduled.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device has not been returned yet. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information and referring to known similar events, it was presumed that tensile stress generated with removal of the caravel microcatheter might have been locally applied on the catheter tip while the catheter tip was trapped in the lesion. Consequently, the catheter tip was torn off. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.). This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.). [Malfunction and adverse effects]. Separation.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). The reported caravel microcatheter was returned for evaluation. Tip separation was confirmed on the returned caravel microcatheter. Multiple scratches were observed on the tip polymer proximal to the torn end, which were likely caused due to contact with a relatively sharp-edged object. The torn end of the tip was oblique. Cracks were observed on the tip polymer proximal to the torn end, which are traces of ductile tearing. These findings indicated that the catheter tip was torn off by combined stress of bending and tension. Investigation of the returned microcatheter suggested that the tip polymer was stretched and torn off when bending stress was applied and tip tearing occurred at approximately 2mm from the distal end of the tip, where the junction of the polymer-only segment and the polymer-and-braid tube segment located. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that bending and tensile stress generated with pushing and pulling manipulation might have been locally applied on the caravel microcatheter while the catheter tip was trapped by the lesion, causing the tip polymer to be stretched and eventually torn off. It was concluded that the reported event was not attributed to the product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] separation.